Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. The issue resolved by taking needle out of cartridge and reinserting it. There was no reported adverse effect to the customer's blood glucose level.